Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and noted that there was a signal artifact monitor (sam) episode due to a surgical procedure. Ts stated that there were no other noisy signals other than the time from the surgery. The respiratory rate trend (rrt) was turned off as a result. Ts guided the hcp on how to turn on the sensor. The device remains in use. No adverse patient effects were reported.